Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a dent on the top case front lower left corner. Event log history was performed and indicated that "primary audible bgnd test error alarm" recorded in history. During analysis, the reported problem was unable to be duplicated, no physical or any other damage was found on speaker or interconnect board. It was noted that the interconnect board cable connector was glued onto the main board. Occlusion test was performed, and the pump passed all functional tests. Service will replace the speaker as a preventive action. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test. No adverse effects were reported.